Manufacturer narrative:
(B)(4). Batch # t5au5v. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3 with the cartridge deck damaged. Upon evaluation of the reload, the one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number no non-conformances were identified.

Event description:
It was reported that during an open metastatic liver tumor surgery, one side of the cut line was not stapled at the 3rd firing. The device was used between the stomach and the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales checked the cartridge, it was found that one side of the cartridge was crushed. No further information is available.